Event description:
Event date: 2004. Pt was burned by the metal connector between the radiance illuminator and light source cable. "Pt sustained burn from luminator at connection to light source. Burn beneath surgical drapes - discovered after surgery completed."